Manufacturer narrative:
Additional information provided in b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the patient vision was very blurry at distance with halos. The lens was explanted in a secondary procedure. The clinical reason for explant was mentioned residual prescription causing blurry vision.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).